Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that at 3 pm on (B)(6) 2015 the patient had a blood glucose (bg) of 559 mg/dl, large ketones, abdominal pain, vomiting, nausea, increased thirst, dizziness and trouble waking up. The patient was hospitalized and is on insulin IV drip. During troubleshooting, customer support found no potential causes of perceived inaccurate delivery issue or causes of bg issue. Cs attributed the bg excursion to inaccurate delivery. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.

Manufacturer narrative:
Follow-up #1: date of submission 10/2/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: testing was unable to duplicate the complaint the last basal delivery and the last bolus delivery were on (B)(6) 2015. Pump was manually suspended on (B)(6) 2015 18:19; deliveries resumed when pump was manually resumed at (B)(6) 2015 08:08. On (B)(6) 2015 17:43 a replace cartridge alarm was recorded; deliveries resumed at 18:52. Pump completed 24hr duration testing with no alarms were duplicated. Tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.